Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in united states it was reported that patient faced an infusion set leakage event on (B)(6)2024. The leakage was at the site. The infusion set was in use for less than 1 day. No further information was available.